Manufacturer narrative:
Product complaint # (B)(4). This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon inc, or its employees that the report constitutes an admission that the product, ethicon inc or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. H3 investigation summary: the product was returned to ethicon for evaluation. Nine representative unopened samples and four unused open samples were received for analysis. Product code z311h. The complaint sample was not received for evaluation. Upon initial inspection of the samples, no external damages were observed on the external packets. In order to evaluate the condition of the returned samples, the packets were opened. The swage and attachment area were noted to be as expected. The tip and body of the needles were examined under magnification and no defects or needle breakage were found. The samples were tested by resistance test to needle and met the requirements. In addition, the dispensability of the sutures it was not possible on twelve samples, due to the sutures being found hard to release from the tray by applying excessive force. As part of ethicon quality process all devices are manufactured, inspected, and released to approved specifications. Although no conclusion could be reached on the cause of the reported event, the instructions for use do contain the following caution: to avoid this kind of damage: grasp the needle in an area one-third (1/3) to one-half (1/2) of the distance from the attachment end to the point. Based on the information currently available, the indispensable suture was identified during the investigation of the sample received. This product issue will be addressed through the ethicon quality system. A manufacturing record evaluation was performed for the finished device tdmaar/ z311w11 batch number, and non-conformances no related to the reported complaint condition were identified.

Manufacturer narrative:
Product complaint # (B)(4). Date sent to the FDA: 10/23/2024. H6 component code: g07002 - device not returned. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. D4: UDI: as the lot number for the device involved in the event was not provided, the full UDI is currently not available. Additional information was requested, the following was obtained: please provide lot number: unk. Did any needle piece(s) fall into the patient? No. If yes, o was the needle piece(s) retrieved during the same procedure? O were x-rays taken to locate the needle piece(s)? O what measures were taken to retrieve the broken piece(s)? O was there any additional tissue damage as a result of searching for the needle piece(s)? If not retrieved, in what tissue structure the needle piece(s) were retained? Is there any plan in place to remove the needle piece(s) in the future? Please provide details. Please provide the source or name and title of external person providing answers to follow-up (external person submitting answers to sales rep). (B)(6). I certify that all information that are known/available has been disclosed. If any new information will be made available, the additional information will be submitted in ecm note. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent.

Event description:
It was reported that a patient underwent an unknown procedure on an unknown date and suture was used. During an unknown surgery, the needle tip was broken. It was not a control release needle. There were no adverse consequences to the patient. Additional information was requested.

Manufacturer narrative:
Product complaint # (B)(4). This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon inc, or its employees that the report constitutes an admission that the product, ethicon inc or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. D4: UDI: the expiration date is currently not available. Therefore, the full UDI is currently not available. Additional information was requested, and the following was obtained: lot number unk: tdmaar.